Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a shunt in the moderately tortuous cephalic vein. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during first inflation at 14 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported.